Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was not stated which product was implanted during which surgery. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent utis and surgeries to correct hemorrhage. It was reported that the patient underwent an unknown pubovaginal sling procedure in 2000 due to bladder prolapse. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation with concurrent total abdominal hysterectomy.

Manufacturer narrative:
It was reported that the patient underwent laparoscopy converted to laparotomy, lysis of extensive bowel adhesions and bso on (B)(6) 2013 for chronic pelvic pain, b/l ovarian cysts and extensive bowel adhesions. (B)(4).